Event description:
Consumer left an online review at (B)(6) stating they took both tests, one after another. One test was positive and the other test was negative. Consumer tested positive at urgent care. (B)(6) review (B)(6) 2021. I took both tests, one after another, and one was positive and one was negative. I ended up testing positive at the urgent care.

Manufacturer narrative:
Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer left an online review at walgreens.com stating they took both tests, one after another. One test was positive and the other test was negative. Consumer tested positive at urgent care. Walgreens.com review (B)(6) 2021: I took both tests, one after another, and one was positive and one was negative. I ended up testing positive at the urgent care.